Event description:
It was reported that the patient has expired. The date of patient's death and implant duration are unknown. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made (via e-mail) for the operative report, device, and additional information regarding the event; however, no response was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that patient underwent procedure utilizing vanguard patella mill and reamer on december 14, 2009. During the procedure, the surgeon attempted to use the 31mm reamer but had difficulty reaming as if reamer was dull. Surgeon used more force and metal shavings were identified. Metal shavings were removed from the patient and the surgery was completed.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance found related to this event.